Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage and discoloration to the outer and armor layers of the pump cable inline connector bend relief, with exposed wires. The report of damage to the outer jacket of the patient¿s pump cable was confirmed; however, a specific cause for the damage to pump cable could not be conclusively determined through this evaluation. The submitted images showed a tear in the jacket of the pump cable that exposed underlying layers. Provided information indicated that rescue tape was applied to cover the exposed area. The submitted log files captured the pump operating as intended indicating that the damage to the jacket of the pump cable was cosmetic. The patient remains ongoing on left ventricular assist device, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had exposed wires in the proximal portion of their external driveline. The patient did not have any driveline alarms. The exposed area was covered with rescue tape. It was also noted that despite the reported exposed wires, there was no evidence of any type of electrical driveline conductor issue in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.